Event description:
Consumer alleges that his humidifier began arcing and smoking while in use and that it was unplugged before open fire started. Also, the residual heat in unit caused the continued emission of smoke. There was not a report of injury or property damage with this incident.